Manufacturer narrative:
This report is submitted on may 3, 2022.

Event description:
Per the clinic, the patient has stopped wanting to wear the device and has been hitting the left side of her head. An integrity test was performed under sedation on (B)(6) 2022. The implant remains in-situ.